Event description:
It was reported that during a sagb removal procedure, during the mobilization of tissue to expose the gastric band prior to removal, it was discovered that the sheath which covers and connector to the port site had migrated from the port site to the band. The band was being removed per the patient's request. No issues with the band. There were no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.